Manufacturer narrative:
Maude report number mw5074428 was received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced great discomfort and was taken to emergency room. The patient was jerking from the function of the pacemaker. A prescription was given for a blood thinner and sent home. The patient continued to have shocking discomfort for the next three days. The patient was then presented to their regular physician and the malfunction lead was disabled. The leads completely stopped working as the patient was being prepared for the procedure. The patient is dependent on the device. Device was explanted and replaced. No further information available.